Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a275 (serial: (B)(6); product type: 0200-lead; brand name vectris surescan; product ID: 977a275 (serial: (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient via the manufacturer representative that they had significant weight loss within the last year. It was determined that one lead migrated from bottom of t8 to top of t11 sometime between on (B)(6) 2024. Patient does not report any type of fall or trauma. Attempted to program on lead 8-15. Top of lead patient was not getting any stimulation at >10 ma. Bottom of lead he was getting uncomfortable stimulation that he described as feeling like he was being electrocuted. Electrodes 1, 2 and 7 at 40000. A settings not available message was seen and stimulation couldn't be adjusted. The rep programmed around those electrodes and was able to cover patient¿s area of pain. Battery in the pocket was moving around significantly due to weight loss. Plan is for pocket revision with new battery and potential lead revision if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the lead and ins migration. There was discomfort noted. Patient lost a ¿significant¿ amount of weight. This resulted in his battery pocket being extremely floppy skin and caused lots of movement for the battery. This extreme movement of the battery caused leads to migrate. Physician opted to replace both leads and battery and make a new pocket in a more ideal location for patient comfort and new anatomy. The device revision resolved the reported issue. The manufacturer representative (rep) indicated they would send any further information as they become aware.